Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that, on the day of the report, the patient noticed a power on reset (por) message when turning their patient programmer (pp) on. The patient was redirected to a healthcare professional (hcp), as they are the ones that can clear the por. There were no symptoms or further complications reported.